Event description:
It was reported in a journal article that a patient underwent a surgical procedure on an unknown date and topical skin adhesive was used. The adhesive was applied haphazardly and was present in a chronically discharging wound for (B)(6) before eventual excision. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.